Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
Per the clinic, reprogramming was carried out and the issue is resolved. The patient has resumed use of the device. This report filed february 5th, 2016.